Manufacturer narrative:
The reported device was received for evaluation. The reported malfunction was neither observed during visual inspection nor duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include failed bearings in the impeller. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Internal complain t reference: (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy procedure, the dyonics 25 day tube set and dyonics 25 patient tube set cavity had no pressure and it did not work as expected. The procedure was completed with a backup device with no further complications. There was a delay equal to or less than 30 minutes. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.